Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not work on ac power . The device was being used on a patient when this occurred. There was no patient harm.

Event description:
The customer reported the device does not work on ac power . The device was being used on a patient when this occurred. There was no patient harm. Patient information was requested; no information was available.